Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous right coronary artery. Resistance was felt advancing a balance middleweight (bmw) universal ii guide wire to the lesion and the guide wire separated. Moderate force was used to remove the proximal end of the guide wire. The patient was taken to surgery to remove the distal portion of the guide wire. The patient has recovered and the vessel is fully recanalized. No additional information was reported.

Manufacturer narrative:
(B)(4). The complaint device was returned and the reported detachment was confirmed via returned device analysis. But the reported difficult to remove and failure to advance could not be duplicated in the laboratory environment due to the condition of the returned guide wire and because these difficulties were due to the procedural circumstances. Evaluation summary: it should be noted the hi torque guide wires instructions for use (IFU) states: carefully observe the instructions under do not and do below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance, or torque a guide wire if the tip becomes entrapped within the vasculature. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency.